Event description:
Subsequent to the initial MDR, additional information has been provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2025, the cgm was reading 300 mg/dl while the bg meter was reading 20 mg/dl. The patient was wearing a betabionics ilet insulin pump. The patient became incoherent and was alternating between yelling and being quiet. At times, he would also appear to be asleep but would still be yelling, agitated, and not responding to verbal cues. Ems was called and once they arrived, the patient was taken to the emergency room (ER). At the ER, no bg or cgm values were reported. The patient was treated with IV glucose. He was discharged home later the same day. The patient continued to have confusion and memory problems, therefore, was receiving monitoring from a home health nurse and having more frequent follow-up visits with his endocrinologist at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.